Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin b12 on a cobas e 801 analytical unit. The sample initially resulted in a vitamin b12 value of < 150 pg/ml. The value was questioned by the doctor since it did not match the patient's history. The sample was repeated on a siemens analyzer, resulting in a vitamin b12 value of 427 pg/ml. The repeat value was deemed correct. A second sample collected from the patient resulted in a vitamin b12 value of 293 pg/ml.

Manufacturer narrative:
The vitamin b12 reagent lot number was 832087. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay a review of alarm trace data showed 12 sample foam detection and sample short alarms. These alarms indicate issues with sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.